Event description:
The facility reported an infusion pump with a failure code 813:01 which occurred prior to pt use. The facility rep stated there were no pt incidents reported on this pump since the last baxter service event. Info was requested by baxter regarding the medication involved, tubing product code and lot number in use, pump programming and set-up info, but no additional info was available. Additional contact info was requested but no additional contact was identified.